Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a lobectomy procedure, the cartridge shook greatly while rattling from the left to the center and from the center to the left. There was no patient injury.